Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. Lot number 45312be01 contains the same bulk material as lot number 45312be00. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp reagent lot 45312be01 was identified.section g1 contact information was updated to reflect the current contact (B)(6).

Event description:
The customer reported a false nonreactive alinity I syphilis tp result for a 33-year-old female hospitalized in the obstetrics department, advanced pregnancy, breech position. The patient's clinical data showed a confirmed diagnosis of syphilis in (B)(6) 2020 and after one month of penicillin the trust result turned negative. The following data was provided (reference range for syphilis: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive): on (B)(6) 2023: initial syphilis result = 0.64 s/co (nonreactive) trust result was negative. The result was questioned by the clinical physician since the patient had a history of syphilis infections. On (B)(6) 2023: original sample was retested and generated repeat syphilis results = 6.4 and 6.38 s/co (reactive) other laboratory testing performed: fibrinogen result was 5.2 g/l (reference range 2-4 g/l); thrombolytic dimer result was 2017.34 ng/ml (reference range 68-494 ng/ml) there was no impact to patient management reported.

Event description:
The customer reported a false nonreactive alinity I syphilis tp result for a 33-year-old female hospitalized in the obstetrics department, advanced pregnancy, breech position. The patient's clinical data showed a confirmed diagnosis of syphilis in (B)(6) 2020 and after one month of penicillin the trust result turned negative. The following data was provided (reference range for syphilis: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive): on (B)(6) 2023: initial syphilis result = 0.64 s/co (nonreactive), trust result was negative. The result was questioned by the clinical physician since the patient had a history of syphilis infections. On (B)(6) 2023: original sample was retested and generated repeat syphilis results = 6.4 and 6.38 s/co (reactive). Other laboratory testing performed: fibrinogen result was 5.2 g/l (reference range 2-4 g/l); thrombolytic dimer result was 2017.34 ng/ml (reference range 68-494 ng/ml) there was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p60-77 that has a similar product distributed in the us, list number 07p60-21/-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.